Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0871 inches. Possible over delivery anomaly not confirmed. [Per (B)(6) ¿ r&d engineer: the rewind started (B)(6)2024 at 12:07:13pm: (B)(6)2024 12:07:13.000 rewind (54) eventtype = 54 sourceid = 128 history record length = 11 systemtime = (B)(6)2024 12:07:13.000 then on the fill tubing screen the select button was pressed at 12:07:54pm (diagnostic trace #(B)(4)) and released at 12:08:12pm (trace #(B)(4)) and then pressed again at 12:08:13pm (trace #(B)(4)) until max fill alarm was triggered at 12:08:34pm: (B)(6)2024 12:08:34.000 alarmalertnotification (40) eventtype = 40 sourceid = 128 history record length = 29 systemtime = (B)(6)2024 12:08:34.000 faultnumber: maxfillreachedalarm (71) linenumber: 710 filenumber: 8 notificationtype: vibration (1) conclusion: 30u fill tubing was activated and performed by keypresses (I am assuming user activities).] The following were noted during visual inspection: minor scratched display window, scratched case, customer applied adhesive to the belt clip rail, scratched keypad overlay and pillowing keypad overlay. The sc1 cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump did not have a battery installed when received. The pump was received without the original battery cap. Please see below for the first 10 boluses listed on the event date 18-jul-2024 in the pump history file. (B)(6)2024 00:03:23.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 1500 (0.15 u) bolusamountdelivered: 1500 (0.15 u) (B)(6)2024 00:08:23.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 1500 (0.15 u) bolusamountdelivered: 1500 (0.15 u) (B)(6)2024 00:13:23.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 1250 (0.125 u) bolusamountdelivered: 1250 (0.125 u) (B)(6)2024 00:18:21.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 1500 (0.15 u) bolusamountdelivered: 1500 (0.15 u) (B)(6)2024 00:23:21.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 1500 (0.15 u) bolusamountdelivered: 1500 (0.15 u) (B)(6)2024 00:28:17.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 250 (0.025 u) bolusamountdelivered: 250 (0.025 u) (B)(6)2024 00:53:21.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 1000 (0.1 u) bolusamountdelivered: 1000 (0.1 u) (B)(6)2024 00:58:23.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 1250 (0.125 u) bolusamountdelivered: 1250 (0.125 u) (B)(6)2024 01:03:23.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 1250 (0.125 u) bolusamountdelivered: 1250 (0.125 u) (B)(6)2024 01:08:17.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 250 (0.025 u) bolusamountdelivered: 250 (0.025 u) please see below for the daily total of all insulin delivered on the event date 18-jul-2024 in the pump history file. (B)(6)2024 00:00:00.000 dailytotalsg670 (63) dailytotalcollectionstarttime: (B)(6)2024 00:00:00.000 dailytotalofallinsulindelivered: 408000 (40.8 u) dailytotalofbasalinsulindelivered: 119000 (11.9 u) dailytotalofbolusinsulindelivered: 289000 (28.9 u) there were no autosuspend (12) alarm noted in the pump history file. Please see below for the usersuspended (2) alarm listed on the event date 18-jul-2024 in the pump history file. (B)(6)2024 10:22:58.000 insulindeliverystopped (30) reasonfoinsulindeliverysuspension: usersuspended (2) (B)(6)2024 13:12:07.000 insulindeliverystopped (30) reasonfoinsulindeliverysuspension: usersuspended (2) (B)(6)2024 14:46:35.000 insulindeliverystopped (30) reasonfoinsulindeliverysuspension: usersuspended (2) (B)(6)2024 18:49:46.000 insulindeliverystopped (30) reasonfoinsulindeliverysuspension: usersuspended (2) (B)(6)2024 20:25:52.000 insulindeliverystopped (30) reasonfoinsulindeliverysuspension: usersuspended (2) (B)(6)2024 22:08:49.000 insulindeliverystopped (30) reasonfoinsulindeliverysuspension: usersuspended (2) (B)(6)2024 22:18:39.000 insulindeliverystopped (30) reasonfoinsulindeliverysuspension: usersuspended (2) (B)(6)2024 23:01:58.000 insulindeliverystopped (30) reasonfoinsulindeliverysuspension: usersuspended (2) please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 18-jul-2024 in the pump history file. (B)(6)2024 21:30:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) (B)(6)2024 22:39:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) (B)(6)2024 13:49:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) (B)(6)2024 12:08:34.000 alarmalertnotification (40) faultnumber: maxfillreachedalarm (71) the pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 13.3 mmol/l on the pump's home screen. No communication anomaly, calibration anomaly or lost sensor alert noted. Lost sensor alert - not confirmed. Maxfillreachedalarm (71) - not confirmed (please see mark freger comments above). The pump passed the functional testing. Unable to confirm alleged low bgs (hypoglycemia). Possible over delivery anomaly not confirmed. Pump has made a 30-unit tubing fill to patient was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced possible over delivery anomaly. The customer reported blood glucose value of 6 mmol/l. The customer reported hypoglycemia, hypoglycemia treated with glucose/carb intake, ems/ambulance/ER visit. Customer reported the following led up to the event: no troubleshooting was identified. The event involved product(s) mmt-1885. The customer called for an issue not covered by existing troubleshooting guides. Refer to the event description for more details. No further patient complications were reported. Mmt-1885 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.